Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to release for distribution. There is no indication for a manufacturing-related failure. The evaluation of the returned device revealed that the stent was shifted in distal direction but was completely loaded in the delivery system. During evaluation, the stent could be deployed without issue by using the trigger mechanism. No damage or defect of the device related to the reported deployment failure was identified during evaluation. Therefore, the reported event could not be reproduced. Potential factors that could have led or contributed to the reported event have been considered. Previous investigations of similar complaints have been reviewed. This type of event may be associated with a difficult vessel anatomy or insufficient flushing of the device. As reported, the system could be advanced to the lesion site with mild resistance and a pre-dilation of the lesion had been performed. On the basis of the information available, a definite root cause could not be determined. The IFU states: "visually inspect the bard e-luminexx vascular stent to verify that the device has not been damaged due to shipping or improper storage. Do not use damaged equipment." Furthermore, the IFU states: "should unusual resistance be felt at any time during the procedure, the entire system (introducer sheath or guiding catheter and stent delivery system) should be removed as a single unit."

Manufacturer narrative:
The device history records are being reviewed. The event is currently under investigation. Although this product is not sold in the u.s., this event is being reported under regulation 21cfr part 803 as it involves a similar device to a PMA approved device sold in the u.s. Under # p080007. (B)(4) the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that a stent failed to deploy during treatment of a cto in the right iliac artery. The system was replaced for another system of the same brand and size, which deployed successfully. There was no reported patient injury.